Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an aortic procedure with a .018 sv short 300cm st guidewire during the access to the right renal artery over the multipurpose catheter, there was difficulty tracking the wire through the vessel or lesion and the guidewire tip fell off. It was successfully recovered from the patient with a "handle or snare" without any adverse event. There was mild vessel tortuosity. The wire was removed from the dispenser by the distal floppy end and was used for treatment of another lesion prior to the event. The wire tip was visible on fluoroscopy at the time of renal artery cannulation. The wire behaved normally. Patient information was requested but is not available. Procedural films were requested but in order to have the patient's cd, the medical-scientific committee must be consulted, since the clinical history is confidential. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: during an aortic procedure with a .018 sv short 300cm st guidewire during the access to the right renal artery over the multipurpose catheter, there was difficulty tracking the wire through the vessel or lesion and the guidewire tip fell off. It was successfully recovered from the patient with a "handle or snare" without any adverse event. There was mild vessel tortuosity. The wire was removed from the dispenser by the distal floppy end and was used for treatment of another lesion prior to the event. The wire tip was visible on fluoroscopy at the time of renal artery cannulation. The wire behaved normally. The product was not returned for analysis. A product history record (phr) review of lot 35263999 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿distal tip-wires- fractured/separated - in patient¿ and ¿guidewire- tracking difficulty¿ could not be confirmed. Removing the wire from the dispenser by the distal floppy end may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Do not use a guidewire that shows signs of damage. Tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature, and small side branches. Do not pull the distal tip to remove guidewire from dispenser as it may damage the tip. Gently introduce and advance the guidewire to prevent damaging the distal tip¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.